Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On (B)(6), omsc received the document "ws13-2 usefulness of it knife nano for cases with poor operability existing on folds and suture method using sb clip for post-esd mucosal defect". The purpose of the literature was to examine the usefulness of it knife nano, and investigate the stitching method using an sb clip that can be re-grasped. The endoscopic submucosal dissection (esd) was performed using a knife (olympus; it knife nano). Case 1) among (B)(4) cases of colorectal esd performed from (B)(6) 2006 to (B)(6) 2020, (B)(4) cases with lesions on the folds and poor operability were classified into (B)(4) cases in the it(+) group with it knife nano and 33 cases in the it(1) group without it knife nano, and the clinicopathological backgrounds and treatment outcomes of the two groups were compared retrospectively. Case 2) ninety-five consecutive cases of colorectal esd performed after (B)(6) 2020 were randomly assigned to group a (sb clip) or group b (conventional clip) by the minimization method using localization, tumor size, and operability as allocation adjustment factors, and the suture rate of mucosal defects after esd was compared. It was reported that in the case 1, 2 perforations occurred, while 3 perforations occurred in the case 2. No more information was reported. It was not found what severe and treatment of the perforations were, whether the perforations occurred during esd or after esd. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, perforations might be serious injury, and it knife nano might be used when perforations occurred. This is the report regarding perforations.